Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the latch lock flex was found out of specification. The root cause was determined to be an inoperable latch lock flex. The latch lock flex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not detect lock. Event occurred during testing, there was no patient involvement.